Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported event, however it was noted that the cable was twisted and damaged. As a result the cable was replaced. (B)(4)

Event description:
It was reported the programmer rf (radio-frequency) head did not work properly; the cord needs to be repaired/replaced. The rf head was returned for service. No patient complications have been reported as a result of this event.